Manufacturer narrative:
Device not returned.

Event description:
Customer reported his wife checked on him and he was moaning in his sleep. He moans and cramps up in his sleep when his readings are dropping. He was seizing when she tried to turn off his pump. He pinned her and she wasn't able to stop the pump so she called paramedics. Paramedics were able to get him disconnected from the pump. They tested on their meter and he was at 32 mg/dl, but by then his wife had already force fed him sugar. Paramedics gave him some glucagon and the he was transported to the hospital. At the hospital they fed him. At the hospital his blood glucose results 3 or 4 times were in the 400s mg/dl. He was released the next day around 5 am. He thinks that the new spirit combo pump is delivering insulin correctly but that the basal rates are set too high for his needs. No allegation against the device, device not returned.